Event description:
It was reported to boston scientific corporation that a pinnacle anterior/apical pelvic floor repair kit was used during a procedure. After the physician fired the capio device to place the fourth leg assembly and was pulling on the device, the needle, with a bit of suture, detached. Reportedly, the needle, with a bit of suture, was captured inside the capio cage following detachment and did not fall loose inside the patient. Using a maya hook to place the leg assembly, the physician completed the procedure with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).